Event description:
It was reported that during an lavh procedure, the top jaw of the instrument broke off, but was able to be retrieved. They replaced the instrument to complete the procedure. No additional information was known.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.